Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a primary surgery, the liner did not mate with the shell. The surgery was finished with backup product. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and reported event was confirmed. Upon visual inspection there is no damage to the inside radius of the shell. The insert shows witness marks on the outer diameter. The lock ring has been bent and does not seat fully into the locking ring slot on the shell. Dimensional measurements of the locking ring and the shell as measured were conforming to the device print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to misalignment of the liner during the liner insertion this is indicated by the witness marks on the o.d. Of the liner. Why the malalignment occurred is not known with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: manufacturing date previously reported as mar 8, 2017. Review of manufacturing records indicate a manufacturing date of mar 10, 2017.